Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that their patient programmer showed their ins charge was low about 2 weeks ago. The patient reported they had been charging and charging but was unable to get the ins out of low charge. The patient reported being unable to charge for "like 3-4 days" due to an unrelated medical procedure, and reported that they think the charge ran out because they had not charged. The patient walked through the charging process with the manufacturer and saw the ins charging screen but had no coupling bars at first. The patient reported repositioning the antenna and got all coupling bars. The patient confirmed that most of the time they get all coupling bars. The recharger showed the ins had a quarter charge and the patient programmer showed the ins charge was low, 25%. The patient reported that they have been trying to charge the ins to full, but no matter how much they charge, it does not get to full. The patient reported that they have been recharging a lot. No patient symptoms were reported. No further patient complications have be en reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient continued to have the same issue with charging the ins when he charged the ins, the ins does not seem to want to charge to 100%. The patient stated when he charged the ins he normally is able to reposition the antenna to get 9 coupling boxes. During the call the patient reported 0 coupling boxes. He repositioned the antenna and reported 2 coupling boxes. No complications were reported or anticipated.

Event description:
Additional information was received from the patient who reported that they had an overreaction. The patient realized that it was running out of charge and was slow to recharge. The ins has reportedly been working since the patient started recharging longer until it no longer shows that it is low. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were getting 7 coupling boxes and that their ins was charging at 1/4 level. The patient reported that they usually charge to 50-75% when they charge and reported that their patient programmer never shows their ins battery being full. No further patient complications have been reported as a result of this event.